Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery was returned to the manufacturer. Functional testing found that the component would not hold a charge and would shut down immediately when a load was applied consisting of a 500w lamp.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that system turned off when unplugged. This issue occurred after registering the patient. An alternate navigation system was utilized to complete the procedure. Site reported the system would power on later outside the procedure. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.